Event description:
Information received indicates the head section will not go up.

Manufacturer narrative:
The facility replaced the head up valve to repair the bed.

Manufacturer narrative:
The facility replaced the head up valve to repair the bed.